Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 intermittently failed multiple pockets and did not consistently detect all pockets. A field service engineer investigated persistent pocket recovery failures by checking and reseating all connections and rebooting the device, which did not resolve the issue. A replacement of the drawer controller initially resulted in drawer 6.1 not being detected and showing as failed. The control module was then replaced, after which all components came back online. A few pockets required recovery and reloading due to incorrect empty status which was resolved by customer. The device was thoroughly tested afterward and functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary storage space failure occurred, and the cubie could not be recovered or ejected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.